Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('stents were broken as soon as they were inserted') and deafness ('significant hearing loss') in a 45-year-old female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("heavier periods"), deafness (seriousness criterion medically significant), irritability ("irritability"), disturbance in attention ("lack of concentration"), fatigue ("fatigue") and temporomandibular joint syndrome ("clicking jaw"). At the time of the report, the device breakage, pelvic pain, menorrhagia, deafness, irritability, disturbance in attention, fatigue, temporomandibular joint syndrome and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, deafness, device breakage, disturbance in attention, fatigue, irritability, menorrhagia, pelvic pain and temporomandibular joint syndrome with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: appears positive, essure well placed while the stents were broken as soon as they were inserted. Batch no: e36572; production date: 2015-10-05; expiration date: 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('stents were broken as soon as they were inserted') in a (B)(6) year-old female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("heavier periods"), deafness ("significant hearing loss"), irritability ("irritability"), disturbance in attention ("lack of concentration"), fatigue ("fatigue") and jaw disorder ("clicking jaw"). At the time of the report, the device breakage, pelvic pain, menorrhagia, deafness, irritability, disturbance in attention, fatigue, jaw disorder and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, deafness, device breakage, disturbance in attention, fatigue, irritability, jaw disorder, menorrhagia and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray. On an unknown date: appears positive, essure well placed while the stents were broken as soon as they were inserted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.